Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that patient had his old system for about 19 years. The nice thing about it was that it did not have to be charged but what bothered him was that it was placed at the belt line. No symptoms were reported. No further complications were reported.